Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the receiver and an adverse event. The patient's boss noticed that the patient was not alert and told the patient to go to the internal medical office at work. According to the patient, they felt very fuzzy. It was indicated that the patient experienced an hypoglycemic event at 4:00pm. The ambulance was called from the internal medical office and was picked up from work at around 4:30pm. According to the paramedics, the patient's blood glucose was at 30mg/dl and was taken to the hospital. The patient was treated with a glucose drip that helped raise his blood glucose up to 180mg/dl. At the time of contact, the patient was in stable condition. No additional patient or event information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and a boot test was performed and the test passed. A review of the downloaded data log did not observe any errors related to the customer complaint. A try it fixed low test was performed and the test passed. Functional testing was performed and the test passed. The receiver was opened for further evaluation. An interior visual inspection was performed and no defects were found. The speaker was measured for resistance and the resistance was within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.